Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm other alarms due to the motor error alarms. The pump also had cracked battery tube threads and minor scratches on the lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 135mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.